Event description:
This si prograsp was returned to me with a note stating broken cable. I am unsure if this occurred during the case because no documentation was provided. I conclude that this occurred after the case or during processing.